Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of peritonitis caused by use error-breach in aseptic technique was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a break in aseptic technique occurred which was further described as the patient made mistake and did not wear a mask; the patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. The patient was treated with injection zineam (250 mg in each exchange, intraperitoneally (ip)), injection fortum (1gm, once daily, ip) and injection heparin (1000 iu (international units), in each exchange, ip) for 14 days for peritonitis. The break in aseptic technique attributed to the cause of peritonitis. The patient remained hospitalized. No additional information is available at this time.